Manufacturer narrative:
(B)(4). Added additional information: evaluation codes: corrosion and oxidation the hp054 was received in (B)(6) disassembled from (B)(4) complaint analysis. There was evidence of repeated moisture ingress. The aluminum components were corroded and oxidized. The internal component's condition was consistent with hand pieces that have been used for a year or more with at least 50-60 uses (and autoclaves) performed. The hand activation wire jacket was damaged showing bare metal through. This could have happened during disassembly in (B)(4), so it is inconclusive in relation to this complaint. The hand piece showed repeated hex code 52 in the log. This hex code is for an open fault. Moisture ingress is highly unlikely to have caused this error code. This error code is triggered when impedance rises above a predetermined level. Many possible root causes could be associated with this error code. Among those are: a broken wire in the transducer or a broken wire in the cable assembly. These two failure modes could not be confirmed on this hand piece. These type of failure modes can manifest themselves as intermittent failures, and thus are difficult to replicate. The hand piece counter showed only (10) uses had been recorded. By the condition of the hand piece, it is unlikely that only (10) procedures had actually been completed. Based on the experience of the reviewers, it is likely that this hand piece had been reprogrammed or refurbished. It is mentioned in the complaint notes that they were unsure if this hand piece had been refurbished.

Event description:
It was reported the handpiece isn't working. No other information is known. No device will be returned. On (B)(6) 2012, customer called back with new information: the case involved was a lap chole. The customer stated that the harmonic equipment would not work. The customer attempted to resolve the issue with 2 handpieces, 2 generators, and 3 instruments (which have since been disposed of). The customer then converted from a laparoscopic case to an open case. The case was completed as an open case without patient consequence. The patient is currently stable; no additional surgery was required. No devices will be returned. The customer will call back with the serial numbers of the second handpiece and both generators, as well as the type of generators used.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: who was the surgeon? What is the rationale for the convert to open, rather than continuing the procedure laparoscopically why was the lap procedure not completed with another gen11, a gen04 or another method such as electro-cautery? Or was there another reason for the convert to open, such as: patient's anatomy? Physician preference? Physician preference? How old are the handpieces? Are the gold rings on the handpiece cleaned? What is the patient's current condition? Which generator system was being used? Gen04 or gen11.